Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre reader were reviewed and the dhrs showed the libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported being unable to test blood glucose due to an ¿error 7¿ message on the adc device with the test strips inserted. The customer further reported becoming hyperglycemic and lethargic and had contact with a healthcare provider who administered insulin (type/dose unknown) as a treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported being unable to test blood glucose due to an ¿error 7¿ message on the adc device with the test strips inserted. The customer further reported becoming hyperglycemic and lethargic and had contact with a healthcare provider who administered insulin (type/dose unknown) as a treatment. No further information was reported. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported reader ((B)(6)) has been returned and investigated. Visual inspection performed on the returned reader and no issues were observed. An error message was observed during the strip insertion therefore the reader was sent for further investigation and de-cased. A visual inspection was performed on the pcba (printed circuit board assembly) and debris contamination was observed on the strip port. Therefore, this issue is not confirmed to use. All pertinent information available to abbott diabetes care has been submitted.